Event description:
The customer reported that smoke and a burning smell emitted from the dimension exl 200 instrument. The customer stated that there were no visible flames associated with the event. There are no known reports of adverse health consequences nor delay in reporting results due to the incident.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that smoke and a burning smell emitted from the dimension exl 200 instrument. As a result, the customer replaced heat torch. After replacing the heat torch, the instrument successfully booted. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected instrument and verified the instrument¿s operation. Then, the cse ran a system check and quality control, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of these devices is required.